Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the bottom case was broken. The tamper seal was broken. Review of the event history log (ehl) showed force sensor" and force sensor bridge test" errors. The device was powered on and a flow test was performed as part of the functional test. The reported issue was duplicated. The force sensor and plunger cable were damaged and not operating as intended. As a result, the force sensor and plunger cable were replaced. A service history review identified no indication that the complaint was related to a service of the device within the review period. B3. Unknown

Event description:
It was reported that the pump exhibited various error codes. It is unknown if there was patient involvement, no adverse patient effects were reported.